Event description:
It was reported that during a procedure to treat a lesion in the narrow, concentric internal carotid with heavy calcification and 90% stenosis, a xact freestyle stent was deployed; however, while removing the stent delivery catheter, it was noted that the stent was not completely deployed and was retracting with the delivery catheter. The non-abbott sheath was used to release the stent from the delivery catheter and deploy the stent at the target lesion. The stent delivery catheter was removed from the patient anatomy without resistance. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: transend ex; sheath: cook 7f; other: emboshield nav 6. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.